Event description:
It was reported that during implant, the right ventricular (rv) lead was having intermittent post pace and post sense t-wave oversensing with both sensing vectors. It was indicated that the post pace oversensing seemed to resolve after 15 minutes, with intermittent ventricular sense oversensing still occurring. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.